Event description:
It was reported that a large volume infusor did not deliver all of its contents. This occurred during infusion of fluorouracil and saline solution. The device had approximately 25% of its solution remaining after 58 hours of infusion. The expected infusion time was not reported. The device was connected to a peripherally inserted central catheter. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient¿s date of birth was not provided; however, they were reported to have been born in 1947. This lot was manufactured from september 30, 2014-october 1, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.